Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the star close device attempted arteriotomy closure after an unspecified procedure. The device reportedly got stuck in the artery and it was removed with some difficulty. Hemostasis was achieved with the starclose clip. The physician stated the angle of the device at the time of deployment was 90 degrees. There were no reported adverse patient sequelae. Through requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the clip had been deployed. All external and internal observations of the device handle, exchange tube and delivery tube yielded normal observations for the clip having been deployed. The vessel locator, collapsed within the distal end of the delivery tube, presented damaged wings. Further inspection revealed bent wings, secure at their attachment points, with an intact pusher body to shaft nylon joint bond. No other abnormality was detected nor was a malfunction of the device. The lot history record (lhr) review did not yield any information deemed relevant to this report.